Event description:
It was reported that the catheter was pacing first but became unable to pace during use. Another catheter was used. Patient had a ventricular tachycardia once but after another catheter was used, patient's condition was stabilized. No patient complications were reported. No product is being returned; device was discarded at hospital.

Manufacturer narrative:
The device was discarded at the hospital.